Manufacturer narrative:
The exact date of the event could not be provided. However, the biomedical engineer (biomed) stated that the event occurred sometime in (B)(6) 2017. Therefore, the event date is selected as (B)(6)2017. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the actuator/test board to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that sometime in (B)(6) 2017, the fresenius 2008k hemodialysis (hd) machine had a burned actuator/test board. The machine had been removed from service due to an issue with a flow problem. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The biomed stated that the deaeration motor was stuck causing the flow problem, and during troubleshooting, it was revealed that the middle of the actuator/test board had a small black burn mark. There was no burning smell, smoke, flame, or spark reported. The biomed replaced the actuator/test board which resolved the issue. The unit was returned to service, however, the biomed could not confirm if there were any further patient treatments run on the machine. No parts have been made available to be returned to the manufacturer for evaluation.